Event description:
Customer reported that a cracked female luer was found leaking at the connection. There was no report of pt harm or medical intervention required. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received but the eval is not complete. A f/u report will be submitted with the eval results once the investigation has been completed.